Manufacturer narrative:
Additional information was added: the lot was manufactured from may 16, 2019 - may 17, 2019. The actual device was not available; however, five (5) companion samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed in all samples and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from "around the port". There was no patient involvement. No additional information is available.